Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 900 mg/dl and vomiting. The customer stated that she had been experiencing high blood glucose levels for (B)(6). The customer stated that she had also been experiencing bent cannulas. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer to get checked for scar tissue as she has been injecting in the same area for (B)(6). Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.